Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2008. She stated she received a notification from her doctor stating her implant was part of a recall, patient will like to confirm this. It was also reported by the patient that metal was found in her blood.

Manufacturer narrative:
An event regarding abnormal ion levels and a recall query involving an accolade stem was reported. The event was confirmed based on medical records provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation, it remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: lab results indicate cobalt modestly elevated, chromium level normal, need operative reports, clinical and past medical history and serial x-rays. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: while modestly elevated cobalt levels and normal chromium levels were identified through clinician review of the provided medical records, the exact cause of the event could not be determined because insufficient information was provided. Further information such as device evaluation, operative reports, clinical and past medical history and serial x-rays are required to complete the investigation for determining a root cause. It is also noted that the patient has inquired if this implant is in the scope of a recall. A review of stryker¿s nc/CAPA database indicated that there have been no relevant nc¿s associated with the product and failure mode reported in this event and it is not involved in any recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 6-nov-2007 with no reported relevant discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding corrosion. Lot ID: there have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2008. She stated she received a notification from her doctor stating her implant was part of a recall, patient will like to confirm this. It was also reported by the patient that metal was found in her blood.